Event description:
Reporter stated that on (B)(6) 2013, her son had complained of flu- like symptoms, vomiting, extreme fatigue and thirst. The next morning he passed. The coroner's statement on the death certificate read unk natural causes secondary to complications with juvenile diabetes. Reporter stated that her son received a letter on (B)(6) 2013, that his insulin pump reservoir may have been recalled. She said that she wanted to report incase it may have contributed to his death.